Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the analysis revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient had a systemic infection requiring the removal of the bi-ventricular defibrillator system. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 implantable pacing lead, (B)(6) 2008; 5076-45 implantable pacing lead, (B)(6) 2008. (B)(4).